Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad broke. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and a layer of the base had fractured off. All fractured pieces were returned; the impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.